Event description:
During a retrospective clinical study, it was noted that the synergraft aortic valve was implanted in 2003 for stenosis of a congenital monocusp aortic valve and dilated ascending aorta (B)(6). An exam in (B)(6) 2010 indicates stenosis and regurgitation of the allograft. On (B)(6)2009, the patient underwent re-do sternotomy, re-do aortic root replacement (carbomedics 21-mm valsalva composite graft), and reimplantation of the coronary arteries.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted into a (B)(6) male for repair of a congenital monocusp aortic valve. Approximately five years after implant, the patient began to experience progressively worsening dyspnea upon exertion. Examination showed mild aortic stenosis with a gradient of 21 mmhg. There was also moderate ascending aorta dilation and calcification. A tee showed moderate to severe aortic regurgitation. The allograft was replaced approximately six years after implant of the allograft. The explanted valve showed degeneration and calcified cusps. Pathologic examination of the excised valve showed mild cusp thickening, diffuse eggshell calcification, microscopic medial necrosis, intimal fibroplasia, and no lymphocytic infiltrates. As such, this event was investigated as a complaint and the results are summarized below. A review of the manufacturing records revealed the allograft met all processing specifications prior to release. A review of the literature indicates an explant of this nature while rare has been reported in the literature and is not an unexpected outcome. A review of the donor records revealed the donor did not show any evidence of systemic disease that may adversely affect tissue quality. The precise cause of the early graft failure can not be determined from the available information. Structural valve deterioration at six years post implant can be expected in a small percentage of cases.